Event description:
The ball impactor tip split during the procedure which was used with the normal force expected for an impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.